Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the vessel sealer extend (vse) instrument was exposed and would not retract. In addition, the jaws would not open. The procedure was completed no known impact or patient consequence was reported.